Event description:
The complainant alleged that during a biomeds routine testing of the device that a pacer fault was displayed. The complainant indicated there was no pt involvement with this reported malfunction.